Event description:
It was reported that there was an image issue and that the picture was lost on the monitor and shooting yellow lines appeared. Therefore, there was loss of image. This happened during the case and lasted for a few minutes causing the surgery to pause. It then resolved and the case was able to be completed successfully. No medical intervention or adverse consequences.

Manufacturer narrative:
Additional information would be provided once the investigation has been completed.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in great britain. The technical service report indicates: repair details: fault reported by the customer. Customer has reported that there is an image issue. Faults found: intermittent loss of image when the cable is manipulated at the camera head connection poor connection / break in cable where the wires connect to the xboard housing. Replacement cable assembly required action taken replaced the cable assembly tests qip passed all tests. Action taken: replaced the cable assembly. Tests, qip passed all tests. Probable root cause: faulty solder joints in video path. Faulty prism board or connectors. Faulty xboard or ch cable connectors. Break in ch cable core. Faulty hdmi cable. Faulty ccu power supply. Internal ccu cable failure, power and/or communication. Improper/no fuse installed. Ac inlet board. Main board, video processor. Digital board, fpga. Transition board, coax connector. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Poor system grounding. Improper ccu timing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an image issue and that the picture was lost on the monitor and shooting yellow lines appeared. Therefore, there was loss of image. This happened during the case and lasted for a few minutes causing the surgery to pause. It then resolved and the case was able to be completed successfully. No medical intervention or adverse consequences.